Event description:
The customer initially called in to get assistance with programming the replacement insulin pump. He was having trouble with setting the basal rates. Towards the end of the call, the customer checked his blood glucose and reported it was high at 451 mg/dl. Customer declined troubleshooting as he was programming and had not connected the device. Customer was assisted with setting the time/date, basal rates, bolus wizard and fixed prime. Customer would be treating with the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).